Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Foreign material was in the connector port. Analysis of the tined lead found that all conductors were broken near the tines, 4.8 cm from the distal end.

Event description:
Additional clarification regarding the x-ray taken was provided. It was confirmed there was no problem with the connection site. There was consideration of the possibility of fracture and/or poor connection. Per the reporter, as of late (B)(6) 2015, it was unknown if the patient was receiving therapeutic effect.

Event description:
It was reported that at a routine device check on (B)(6) 2015, impedance was checked again. It was over 4000 ohms for all electrodes. Impedance remained over 4000 ohms even when it was measured again while the output was set at 3 volts. The patient reported feeling stimulation when the output was set up as 3 volts to measure. The representative suggested increasing the output. However, the invalid measurements were observed already, suggesting that no stimuli had been being delivered. The check was therefore, completed without increasing the input. An x-ray was taken and it confirmed there was no issue on the connected part(s). Fracture of the electrodes or their connection facture were therefore taken into account. A re-operation was scheduled for (B)(6) 2015.

Manufacturer narrative:
Correction: device information updated product ID: 3889-28, lot# unknown, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient's symptoms were improving even when stimulation was turned off. Therefore, the whole system was explanted. It was noted that there was blood in the connection region with the implantable neurostimulator. No further information was reported.

Event description:
It was reported the patient name was lost on the patient programmer when attempting an impedance check. In addition, the program had been changed from 1 to 2. Stimulation had been at 1.3v when checked four days prior, but was showing as 0.0v (program 2) when checked on the date of this report. The patient was also not feeling stimulation. The patient name was restored by performing an iconsync; however it had appeared previously without performing an iconsync. Impedance measurements revealed an abnormal value of 4,000 ohms on all electrodes. The measurement was repeated by increasing the output to 1.5 v, but the impedances remained the same. The patient had been improving with no episodes of incontinence so it was decided to continue with the current settings. The patient was to be under observation until the next routine device check, scheduled for (B)(6) 2015. The device settings were to be checked again and the impedances would also be measured. No health hazards to the patient were noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8870mmb, serial# (B)(4), product type: software. (B)(4).